Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis is unknown. On an unreported date, the patient was hospitalized for this event. Treatment for this event was vancomycin for three weeks (dose, route and frequency not reported) and gentamycin for three weeks (dose, route and frequency not reported). Action taken with therapy was not reported. The patient was discharged on an unreported date. The patient was hospitalized for an unrelated event on an unreported date during which they experienced a relapse of the peritonitis 31 days after the original onset. This relapse was manifested by cloudy effluent and abdominal pain. Treatment for this event was vancomycin (1000 mg, every four days, route and duration not reported) and gentamycin (40 mg, every day, route and duration not reported). Peritoneal dialysis therapy was discontinued 14 days after onset of relapse and the patient began hemodialysis therapy. The patient is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.